Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a red skin irritation under the device. The patient reported that her husband was a doctor and he gave her a cream to use at night to help eliminate the redness. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.